Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the low voltage fault was appropriate. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. A device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the low voltage fault was appropriate. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. A device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the battery run down curve is consistent with normal depletion devices. Normal battery run down was noted without any other symptoms. Reviewed memory log indicated that while implanted, the device recorded a low voltage fault. No other suspicious faults or resets were noted. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. The device diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. Based on the memory log the device battery voltage was greater than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted. Based on the battery depletion curves (no indications of intermittency) and no faults other than fc1003. This is consistent with normal battery depletion. No further investigation is required.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the low voltage fault was appropriate. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. A device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned for further analysis. No additional adverse patient effects were reported.